Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/15/2025, a sales representative reported via (B)(4) that an ar-9165cdg univers revers¿ universal baseplate impactor broke. This occurred during a case with no adverse effects to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, potentially due to excessive impaction forces or mechanical stress applied during use. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.